Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access system (was) and the related watchman delivery device (wds). The devices were received with the wds inside of the was, with the valve of the was open, and the wds unsnapped in the was. The hub, valve, sheath, and tip were microscopically and tactile inspection. Inspection revealed a kink in the sheath located 8 cm from the strain relief, tip damage (ovalized, delamination). Functional testing was attempted by snapping the devices together and pulling back on the core wire of the wds. The device (wds) could only move slightly back into the was, due to the extensive damage (accordioned) in the wds sheath. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The damage to the returned wds may have been caused by the devices not fully snapped together prior to the attempted deployment of the implant. The dfu states: "retract access sheath and snap together as access sheath/delivery system assembly.¿ (B)(4).

Event description:
It was further reported that the hole in the delivery system was near the tip of the device, not the hub as originally reported.

Manufacturer narrative:
Patient age at time of event: roughly (B)(6). (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10567. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 21mm watchman ® laa closure device & delivery system (wds) along with a watchman ® access system (was) were used. The wds was advanced into the was and they attempted to deploy the closure device; however, it was stuck. Only the tip of the feet of the closure device were able to come out of the was. They unsnapped the wds from the was and removed the wds from the patient. The scrub technician flushed the wds outside the body and noticed saline coming through a hole about 1-2 inches from the hub of the delivery system. Once the delivery system was removed from the patient, they noticed a trace pericardial effusion on the transesophageal echocardiogram (tee). They gave the patient protamine and monitored the effusion. There was no increase in fluid accumulation. The patient remained stable throughout the entire procedure and they decided to stop the procedure.